Event description:
It was reported that there was a coupling problem. The patient had had poor coupling since implant and only had 1-2 bars shaded. A manufacturing representative (rep) worked with the patient on the day of implant and tried to get coupling with the recharger and then the patient worked again with a rep on (B)(6) 2013 but continued to have poor coupling. It was reported that there was a broken external antenna. No out of box failure was reported. No medical or therapy problem was reported. A replacement antenna was sent to the patient. It was later reported that the patient was confused how to replace the antenna. She was educated on how to replace it with the new one and she thought she understood it the patient¿s husband was going to help her with it. The antenna was not returned for analysis. About 2.5 weeks later it was reported that since getting the implantable neurostimulator (ins) the patient was getting 0 bars when charging. The implantable neurostimulator recharger (insr) had poor ins coupling. She would have 2 boxes for a few seconds but then it would go back to 0 boxes. The battery was at a quarter and she charged for 4 hours and it was not increasing. She had a new antenna sent to her and she was still getting 0 boxes. They did an antenna locate feature and the range was 42-26. They tried to connect and she was getting 0 boxes. The patient reset the insr and took the antenna off and put it back on; she was still not getting any boxes. She also had met with a rep in the office and did an antenna locate feature with no results. It was noted that she was able to turn on and off the ins with the insr. A couple days later it was reported that the battery was too deep. They could not get any coupling bars even after using the antenna locator. The battery was difficult to palpate but it was located to the left of the incision. As a result of this event, a battery pocket site revision was planned for 2015 (B)(6). The product issue was not resolved and the cause of the event was determined to be because the battery depth exceeded 1 cm. No patient symptoms were reported. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The company representative confirmed that the battery was moved more superficial in the pocket. The battery was tested with the recharger in the or and had eight coupling bars. The patient was doing well.

Manufacturer narrative:
Product ID 37791, serial# unknown; product type recharger product ID 37751, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was scheduled to have the surgery on (B)(6) 2015 but it was postponed because the patient had the flu. The reason for the surgery was due to the implantable neurostimulator (ins) was implanted too deep, that was why she wasn't getting good coupling. The new revision date is set for (B)(6) 2015. The patient is concerned that the ins no longer has any battery life left in it and she believes it is dead. Upon return of the device, analysis found the recharger was good.